Manufacturer narrative:
The investigation into the hemolysis and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Data log analysis confirmed suction alarms and positioning issues were present. The most likely cause of the hemolysis was improper positioning. The most likely cause of the positioning issues was use related.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the pump was found to be in the papillary. An unsuccessful attempt was made to reposition the pump. The patient's lactate dehydrogenase was greater than 3000 indicative of hemolysis. The pump was on p-2 setting for 45 minutes with no changes in baseline hemodynamics. The physician was unable to free the pigtail portion of the pump from papillary with forward advancement and clockwise torque. The pump was pulled back until freed from structure, but pump was noted to be fully in the aorta with inability to cross the aortic valve. The physician made the decision to fully remove pump and monitor the patient's hemodynamics closely.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿